Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm pericardial aortic valve was explanted after an implant duration of five (5) years, nine (9) months, one (1) day due to patient prosthesis mismatch (ppm). Through follow up with the healthcare provider, it was learned through a pre-operative CT scan that the distal ascending aorta measured 3.9cm, which was disproportionate to the rest of her aorta, which was only 2.2 cm. The 19mm aortic valve was excised and pannus was noted. The 19mm valve was replaced with a 21mm aortic pericardial valve sewn into a 26mm dacron graft. After three attempts, the patient was able to be weaned from cardiopulmonary bypass with an intraaortic balloon pump. The patient was taken to intensive care unit in stable condition. There were no reported complications.